Manufacturer narrative:
One actual sample was returned and evaluated in a laboratory environment. A knot was observed near the insertion tip. The sample was evaluated according to product specifications and no mfg defects were found in the returned actual sample. No lot number info was provided for eval. A review of the instructions for use states that x-ray may be used to verify placement. The ng tube is made of a stiff pvc material which softens while indwelling and is designed to suction fluid and air from the stomach without damaging the gastric mucosa. It is conceivable that once the tubing enters the stomach and the user continues to insert the tubing, it can coil upon itself and become tied in a knot possibly during the removal attempt. This issue is more likely the result of an unanticipated procedural complication than any known defect in the product. The exact cause of the sample condition has not been determined.

Event description:
It was reported that the nasogastric tube was inserted for a gi bleed. There were no reported problems observed during insertion and the tube functioned as required. Upon removal the following day, the ng tube was pulled and difficulty in removing the tube was encountered. Upon removal, a knot was observed in the insertion end of the tube. There was no medical or surgical invention required but it was very painful for the pt who experienced a nose bleed that subsided on its own. There was no other medical devices in use at the time of the event and no further complications reported.